Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was disconnected from the drainage bag while the red seal was still in place. Patient was already at risk for uti as sediment has been building in the foley. The break in the foley raises even more concern that patient was exposed to bacteria causing infection.